Manufacturer narrative:
A service history review was performed and it was found that there were no previous related service activities in the last 12 months. The event log and alarms log was not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed. Testing a representative device would not aid in this investigation.

Event description:
The event involved a plum 360¿ infusion pump which the customer initially reported that the device did not hold a charge. Additional information was received from the customer who stated that the status of the pump at the time of event was in excellent working condition. There was no fluid leaking from the battery and no physical damage to the battery. The user became aware of the event when the pump turned off and it was impossible to turn it on. The device was in clinical use with a patient at the time of the event. There was a delay in critical therapy, unspecified medication but there was no medical intervention necessary.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.